Event description:
Philips received a complaint from a philips field service engineer (fse), reporting a low leak co2 rebreathing risk alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The device did not meet specification for intended use and was removed from service.

Manufacturer narrative:
H10: the field service engineer (fse) reported the issue occurred during field change activities and the alarm would not turn off. The fse attempted to locate bad connections or loose hoses as the cause but was unsuccessful. The fse determined a new gas delivery subsystem (gds) was needed. The device was operational and returned to service after the gds was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.